Event description:
The pt experienced a shocking and jolting sensation. He had unrelated surgery on (B ) (6)2009 and almost died through all of his surgical procedure. It was not known how long the shocking had been going on. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).